Event description:
It was reported that the patient had a revision of his inflatable penile prosthesis (ipp) device due to unspecified reasons. The patient is now experiencing pain in his penis.

Event description:
It was reported that the patient had a revision of his inflatable penile prosthesis(ipp) device due to unspecified reasons. The patient is now experiencing pain in his penis.

Manufacturer narrative:
D4 product details corrected the spectra cylinders were visually and functionally tested. Both cylinders had sharp instrument/tool damage to the outer tube in cylinder body, which resulted in a hole and exposed metal segments. This damage is consistent with explant damage. Both cylinders were functional tested and passed the bend teste with a force readout of less than 1390 grams. The cylinders therefore performed within specification. The product record review confirmed the reported events of pain do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of known inherent risk of device was chosen because a product malfunction was not identified with the returned spectra and the adverse event of pain is included in the product labeling. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. The product analysis results and event report provided no objective evidence that would warrant further escalation.